Manufacturer narrative:
Correction : date of event. Correction : initial reporter occupation. Additional information : imdrf annex a, d and g codes. Additional information : manufacturer narrative. The root cause for the reported issue that the pca tampering was not determined. The reported issue that the pca tampering could not be confirmed. No further investigation of this event is possible at this time, and no patient impact was reported.

Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿patient came to the emergency department under a false name complaining of sickle cell crisis. He was just discharged from inpatient hospitalization at same facility on the same day, being treated under a different name. He went into the next patient's room who having pca pain medication infusion and removed dilaudid from the pump using a key. The was [key] not stolen from the facility and was presumed to have been brought in by the patient. (B)(6) the key is universal for all bd alaris pca pumps and is available for sale on (B)(6) under an rv storefront. Bd pca model 8120. FDA safety report ID #(B)(4).". There was patient involvement but no information on patient's harm.

Manufacturer narrative:
The actual date of event is unknown. Device was not returned to manufacturing facility for evaluation. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation.

Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿patient came to the emergency department under a false name complaining of sickle cell crisis. He was just discharged from inpatient hospitalization at same facility on the same day, being treated under a different name. He went into the next patient's room who having pca pain medication infusion and removed dilaudid from the pump using a key. The was [key] not stolen from the facility and was presumed to have been brought in by the patient. ((B)(6)) the key is universal for all bd alaris pca pumps and is available for sale on (B)(6) under an rv storefront. Bd pca model 8120. FDA safety report ID #(B)(4).". There was patient involvement but no information on patient's harm.

Manufacturer narrative:
Correction : unique identifier (UDI) #.

Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿patient came to the emergency department under a false name complaining of sickle cell crisis. He was just discharged from inpatient hospitalization at same facility on the same day, being treated under a different name. He went into the next patient's room who having pca pain medication infusion and removed dilaudid from the pump using a key. The was [key] not stolen from the facility and was presumed to have been brought in by the patient. ((B)(6)) the key is universal for all bd alaris pca pumps and is available for sale on (B)(6) under an rv storefront. Bd pca model 8120. FDA safety report ID #(B)(4).". There was patient involvement but no information on patient's harm.